Manufacturer narrative:
Investigation completed 09/25/2017. Batch history record lot 111e0x327619 has been reviewed; lot met requirements prior to release. Mfg. Date: 17-mar-2017. Complaint history, model 110-4xxx, from sep-2015 through 15-sep-2017 reviewed; there was one complaint confirmed. (B)(4). The customer¿s complaint ¿after moving the bed (tilting) the pressure and temperature measures decreased abruptly (-3mmhg; 29°c)¿ could not be confirmed as the unit was not returned for evaluation (¿discarded¿). The device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint. Additional comments from integra clinical specialist: "the probe was replaced with a new one. After an investigation with the surgeon it seems that the probe was not well positioned".

Event description:
After moving the bed (tilting), the pressure and temperature measures decreased abruptly (-3 mmhg; 29°c). The device was in contact with patient there was no patient was injury. However, the probe was replaced with a new one. The event did not lead to an increase in surgery time. After an investigation with the surgeon, it seemed that the probe was not well positioned.